Manufacturer narrative:
H.6. Investigation summary: during manufacturing of material 222239, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1154814 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1154814 for contamination. Retention samples from batch 1154814 were not available for inspection. Twenty plates from batch 1154814 were returned as two unopened sleeves shipped in a box with returns for another batch. Plates were inspected and 7/20 plates had surface and subsurface bacterial contamination in both media (time stamps 1832, 1833 and 1835). One affected return plate was submitted to the ID lab and pseudomonas fluorescens was identified. Two photos also were received for investigation. One photo shows 11 sleeves of bi-plates with what appears to be microbial growth in the sleeves highlighted. The other photo shows nine sleeves from batch 1154814 with microbial growth within at least one plate of each sleeve highlighted. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. H3 other text : see h10.

Event description:
It was reported that 12 plates of bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿ were contaminated. The following information was provided by the initial reporter: customer reported contamination lot 1154814. Customer reported boxes were in good condition and started noticing contamination this week.

Manufacturer narrative:
Medical device brand name: bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 plates of bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿ were contaminated. The following information was provided by the initial reporter: customer reported contamination lot 1154814. Customer reported boxes were in good condition and started noticing contamination this week.